Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "no image present" was confirmed and the cause isolated to failure of the charge-coupled device. In addition, the evaluation confirmed a damaged cable due to a cut noted on the cable boot. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was present and the cable was broken. This report is submitted due to the report of no image present. The problem, as reported to olympus, was identified during preparation for use for a laparoscopic cholecystectomy procedure. The intended procedure was completed using another similar device. A delay in procedure of 1 hour occurred due to the problem; there was no adverse health effect to the patient that occurred, attributed to the delay. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image most likely due to a faulty charge-coupled device. The specific root cause of the faulty charge-coupled device could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.